Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report low suction and decreased milk output while using the purely yours breast pump that has been ongoing for weeks. Customer states she used the purely yours pump more frequently prior to a diagnosis of unilateral right breast mastitis on (B)(6) 2015. Due to baby's congestion from a cold and his inability to nurse, mom used the purely yours pump exclusively earlier in the month. Customer contacted her health care provider on (B)(6)2015 and was prescribed a 10 day course of antibiotics. Customer felt well within 3 days so she stopped the antibiotics.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specs for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.